Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the device were cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. This report is not intended to deny that you experienced a problem with the devices. There may have been other circumstances or issues that occurred during the use of the devices that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips will not close correctly. No further information is available. Procedure was completed with same like device. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.